Manufacturer narrative:
The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, 5 minutes into the ablation cycle, a 10cc/min fluid loss alarm was generated. In addition, fluid was observed at the cervix and the procedure was aborted at this time. Post procedure, a 1-2 cm vaginal burn was noted. Clinical follow up information revealed that there was no indication of over dilatation and the burn was described as "mild". The burn was treated with cold water and ice and there were no further patient complications. The patient's condition is reported to be "fine". An additional attempt has been made to obtain follow up event details with no response from the clinician.